Event description:
It was reported that the ilet was accidentally submerged in water, after which the device would not power on, and the screen was not usable. Customer care provided assistance that included review of the reported circumstances with the user. Investigation of this case revealed damage consistent with liquid ingress leading to device malfunction and loss of function. No adverse clinical symptoms associated with the inability to operate the device. Outcomes included disruption of therapy and the need for device replacement, while the user continued glucose monitoring with a compatible cgm app or receiver. It was concluded that the device failed due to water exposure, and a replacement device was provided with instructions for shutdown and return of the original unit.